Manufacturer narrative:
Investigation summary: batch history analysis was performed, quality notifications and maintenance records were verified where no records potentially related to failure were found. The available samples were analyzed and it was possible to observe the broken rod defect. The possible cause for the problem is a syringe screwing into the mounting assembly. However, as this is the 1st reported occurrence, it would not exceed the batch acceptable quality level (aql). The incident identified from this complaint will be monitored for trend assessment.

Event description:
It has been reported that the bd plastipak¿ syringe has been found with a damaged plunger rod before use. The following has been provided by the initial reporter: damage in the syringe's plunger

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd plastipak¿ syringe has been found with a damaged plunger rod before use. The following has been provided by the initial reporter: damage in the syringe's plunger.